Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 at around 12:00am, the patient was sleeping. The patient's parent checked on the patient and she was unresponsive (patient passed out). She checked the patient's finger stick and the meter was showing "lo" (below 20 mg/dl) while the cgm was around 110 mg/dl. The patient's parent gave the patient 1mg gvoke hypopen. She called 911 and they arrived after 10-15 minutes. Paramedics checked the patient's vitals and the bg was 40 mg/dl. They were unable to check the cgm reading. The patient was still unresponsive and it was reported that paramedics placed their fist on the patient's chest (but it was reported that they did not do CPR) and the patient became responsive afterwards. They treated the patient with 15 grams of carbohydrates and glucose gel. They monitored the patient's vitals and checked her bg from time to time. At around 12:25am, they arrived at the hospital and checked the patient's vitals. The patient's bg was 132 mg/dl then it dropped to 128 mg/dl then to 72 mg/dl in the span of approximately 15 minutes. They treated the patient with an IV drip and after 15 minutes they gave the patient a can of soda and 2 crackers. When the doctor arrived, they decided to do laboratory tests and the results were normal. They monitored the patient's bg for 4 hours. At around 4:30am, the patient was discharged when they were stable. At the time of the report, the patient was doing okay; however, the patient mentioned they now have ptsd from this event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 health effect - clinical code - e020203 distress.